Event description:
It was reported that the health care professional (hcp) called to report that this patient with a pacemaker passed away on (B)(6) 2026, and the patient advocate was concerned if the device was on advisory. Technical services was contacted and reviewed device data and found there was a successful in office interrogation performed on (B)(6) 2025, in which smr was also downloaded. Four days later a code 1003 was triggered. Ts confirmed the device was operating as expected. The patient's death is not related to code 1003.

Event description:
It was reported that the health care professional (hcp) called to report that this patient with a pacemaker passed away on (B)(6) 2026, and the patient advocate was concerned if the device was on advisory. Technical services was contacted and reviewed device data and found there was a successful in office interrogation performed on (B)(6) 2025, in which smr was also downloaded. Four days later a code 1003 was triggered. Ts confirmed the device was operating as expected. The patient's death is not related to code 1003.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the clinical observation due to the lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the report complaint. Device technical analysis: this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of message - error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: no problem detected investigation conclusion code was selected. With the available information, boston scientific cannot confirm the clinical observation due to the lack of product return. If information is provided in the future, a supplemental report will be issued.